Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs: 1225714-2014-03286, 1225714-2014-03287, 1225714-2014-03288 and 1225714-2014-03289.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2004 and subsequently expired on (B)(6) 2004 after the use of the product.